Event description:
A journal article was reviewed which contained information regarding this device. The patient was repairing a frozen water pipe and felt a "tingling" sensation in the arm. After the patient's hand was removed from the pipe, the patient became "increasingly dizzy, but did not pass out." Subsequently, the patient received a shock from the implantable cardioverter defibrillator (ICD). The patient recovered fully. Further investigation of the ICD indicated a stored episode which indicated there were "high-frequency" signals, which "may have been dismissed as noise." Immediately following these signals, the patient experienced ventricular tachycardia, which the device appropriately detected and terminated. The device status is unknown, but appears to be in use. Further follow up did not yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Referenced article: "induction of ventricular tachycardia by alternate current due to an insufficiently grounded electrical system." Pace pacing clin. Electrophysiol. June 1 2012;35(6):e170-e172.